Event description:
It was reported that a cartridge alarm occurred during pump usage. There was no adverse impact to the customer's blood glucose level. The customer planned to load a new cartridge independently and would reach out again if the alarm reoccurred.